Event description:
Reportedly, during a patient's follow-up on (B)(6) 2019, ventricular lead impedance curve revealed fluctuations but within normal range, and ventricular undersensing was observed. Regular ventricular pacing was confirmed; however, high threshold was measured at 2.5v/0.35ms.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a patient's follow-up on (B)(6) 2019, ventricular lead impedance curve revealed fluctuations but within normal range, and ventricular undersensing was observed. Regular ventricular pacing was confirmed; however, high threshold was measured at 2.5v/0.35ms.